Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Auto lead diagnostics shows max ventricular impedance increasing from a baseline of near 1100 ohms to greater than 34,000 ohms on (B)(6) 2015. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) ventricular lead impedance trend displayed high impedance on automatic measurements. At interrogation manual lead impedance measurements were within normal parameters. The device remains in use and the patient is now being followed-up more closely to spot any further episodes. No patient complications have been reported as a result of this event.